Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: no there has not been another reported event of this that I know of.

Manufacturer narrative:
Product complaint # (B)(4). Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: same product code for both, but 2 sutures consecutively resulted in needle popping off. When did the needles detach or pull off from the suture thread? - the first one popped off after pa had secured the anchor but the second one held on until she was 2/3 of the way done. Pa wasn¿t pulling on the needle to approximate the skin and stated it was clamped in the middle of the needle. Seemed like it was fine one second and then pa looked again and it had just fallen off. Lot number unavailable. The manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide an answer for each patient-event: (B)(4). Captures the initial report for "...during knee replacement procedure, the needles popped off the suture in two consecutive cases..." (B)(4). Captures the event for patient 2. - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a knee replacement procedure in 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that, the needles popped off the suture in two consecutive cases. There were no patient consequences reported. Device is not available for return.. No adverse patient consequences were reported. Additional information was requested.